Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced ineffective stimulation. Patient had fallen a few times over the last year. X-rays indicated the lead at t10 had migrated. In turn, surgical intervention may be pending.

Event description:
Additional information indicates the lead was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.